Manufacturer narrative:
Although a temporal association exists between the liberty cycler and the reported adverse event(s) abdominal pain and possible peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler, and the adverse event(s) of abdominal pain and peritonitis. Additionally, there is no allegation against any fresenius devices(s) and the adverse event(s). The alleged event was not confirmed by the manufacturing plant. The complaint sample was not returned for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 during a follow-up phone call for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was treated outpatient for abdominal pain (severity unknown) and possible peritonitis on (B)(6) 2017. A pd fluid culture and cell count was collected on (B)(6) 2017 and was resulted on (B)(6) 2017. The culture results were negative for growth as reported by the pdrn, and the cell count displayed a hazy appearance with an elevated white blood cell (wbc) count per the records. The patient was treated at the outpatient clinic with vancomycin (route, dosage and duration unknown) and gentamycin (route, dosage and duration unknown). Per pdrn the patient is ¿fully recovered and there were no signs or symptoms of peritonitis or any other adverse events.¿ the patient¿s pd regimen remained unchanged. There was no allegation of a malfunction on the device.